Event description:
It was reported that during the switch-on appointment, it was revealed that 6 electrode channels were reading as 'hi' and 3 further electrode channels were showing increased impedance. The pt exhibited little response to sound. No trauma or illness was reported. It was considered that observed impedances were due to biological reasons. As per additional info received, the impedances levels had stabilized and the pt was obtained benefit from the device. As per info received on (B)(4) 2014, in situ measurements showed high impedances on 8 electrode channels and the pt was admitted at the hosp due to ear infection, swelling and pain around the implant scar. Pt's mother also reported that he was intentionally head banging and that the use of a helmet to protect his head was under consideration. As per the info received on (B)(4) 2014, re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.